Event description:
The site reported that during the implant procedure for a light adjustable lens (lal, sn (B)(6), 20.5d) a capsular bag tear occurred. The surgeon placed the lal in the sulcus with optic capture. The surgeon confirmed that no vitreous prolapse was present. At the post-op day 1 visit, the patient was able to achieve an uncorrected distance visual acuity of 20/25. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).